Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was a high out of range pacing impedance measurement of greater than 2500 ohms exhibited on this patient¿s left ventricular (lv) lead and cardiac resynchronization therapy pacemaker (crt-p). There was also no capture at maximum outputs on the lv lead. The physician believed that the lv lead is fractured, however this was not confirmed with either x-ray or fluoroscopy. There was no asystole or pauses noted and the patient was not symptomatic. The patient¿s crt-p was reprogrammed to right ventricular pacing only and no intervention was performed. The system continues to remains in service. No adverse patient effects were reported.